Manufacturer narrative:
(B)(6). The complainant indicated that the device was not used past its expiry date. (B)(6).

Event description:
It was reported to boston scientific corporation that eleven days following implantation of a pinnacle posterior pelvic floor repair kit, the patient presented with a small, midline posterior vaginal mesh exposure associated with post-operative vaginal infection. The patient was treated with unspecified antibiotics and vaginal oestrogen cream (prescription duration unknown), and the mesh exposure reportedly was resolved 6 weeks post-implantation. The patient also presented with voiding dysfunction associated with an e. Coli urinary tract infection, requiring prolonged transurethral catheterization for thirteen days. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.